Event description:
Customer tested hi (greater than 600 mg/dl) and hi on the mobile system. A non-roche meter returned as 125 mg/dl; all results were within 10 minutes of each other. The customer administered rapid-acting insulin via insulin pump based on the mobile results. A few minutes later the customer's wife noticed he was unconscious; a physician was called, and the customer was treated with 4 doses of sugar until low blood glucose symptoms improved. The timeframe between the mobile result and medical treatment is not known. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.